Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error, and displacement tests. However, the insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The occlusion, prime/compromised force sensor system, and excessive no delivery tests could not be performed due to the compromised force sensor system alarm. The following physical damage was also noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer's wife reported via phone call that her husband dropped his insulin pump. The patient's blood glucose at the time of incident is unknown. The wife stated that her husband's blood glucose had been running high and that she has treated him with manual insulin injections. Troubleshooting was initiated for the physical damage and it was discovered that the drive support cap was coming out of the insulin pump. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.